Event description:
A customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image froze on the connected monitor. The procedure was completed using a backup device which was made available within five (5) minutes. No delay in the procedure or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope spectrum smart cable was provided to the customer and the reported glidescope spectrum smart cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported cable failure. When connected to verathon's known, good, test equipment and the cable manipulated, the image cut out entirely and the test monitor ceased to recognize the imaging device. The customer's smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.